Manufacturer narrative:
Unit received with constant restart and pump error 53, problem isolated to electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow blocked alarm due to pump error 53. Pump error 4 confirmed in history file, problem isolated to electronic assemblies. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her son experienced high blood glucose and had received no delivery alarm as well as had multiple pump error alarm. The customer¿s blood glucose level was 230 mg/dl. Customer was unable to complete pump rewind. Advised not to use the pump since it¿s not working normally. The insulin pump will be returned for analysis.